Event description:
A peritoneal dialysis nurse requested a replacement cycler due to overfill. It was confirmed that the line is not submerged in any water, the cap is removed, and there is no sign of any fibrin. The patient was able to complete the treatment using manuals. Based on the fill and drain information provided, it has been noted that the patient experienced iipv (increased intraperitoneal volume) of over 200%. The nurse stated the patient was in drain 4 when they drained 4687ml after having filled with 2300ml, which is 204% of the fill volume. As a result of the iipv event, the technical support representative advised the nurse to discontinue use of the cycler and have the patient complete treatment manually pending the replacement. The patient¿s pdrn verified that the patient did not experience any injury, adverse event, or require medical intervention as a result of the issue. The patient continues with continuous cyclic peritoneal dialysis (ccpd) without any reported issues. Additional information was requested, however, not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. During the treatment setup, a pressure leak occurred. The warning was cleared and the treatment was completed without further failures or problems occurring. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. The encountered pressure leak was troubleshot, and the reservoir assembly was inspected for leaks. The pneumatic access luer lock covers on the reservoir were both tightened approximately ¼ turn. There were no other discrepancies encountered in the internal inspection of the cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse requested a replacement cycler due to overfill. It was confirmed that the line is not submerged in any water, the cap is removed, and there is no sign of any fibrin. The patient was able to complete the treatment using manuals. Based on the fill and drain information provided, it has been noted that the patient experienced iipv (increased intraperitoneal volume) of over 200%.